Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein contraction ablation procedure, a pericardial effusion occurred. At the beginning of the mapping process, a second degree heart block was noted with a low heart rate and decreasing oxygen saturation. An arterial line was placed and the patient was becoming hypotensive. Dopamine was administered in order to mediate the patient's symptoms and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.